Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was having calibration problems. It is unknown under which circumstances the event was discovered or if there was any patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit was having calibration problems. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) integration update / communication below getinge field service engineer (fse) evaluated the unit calibrating. Could not duplicate. Exorcised unit to no fail. A full calibration and functional check has been performed per the factory calibration procedures. No patient harm. Returned to the customer and cleared for clinical use.